Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for u508 and u504 error codes. No error codes were generated during evaluation. Instead, the evaluation found the teflon pad charred, dented in on the side, and partially split, with metal exposed underneath the pad. Char marks were also found on the probe. Based on similar reports, a potential cause for the damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
2 of 2, olympus was informed that during a colectomy procedure, the device generated u508 (short circuit) and u504 (probe damage) errors. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.